Event description:
It was reported to tyco healthcare kendall in 4/2003 that a pt had a problem with a tenckoff catheter. According to the customer "catheter was implanted in the central hospital of sherizhen in 4/2002, then returned to hunan in 12/2002 and found there was leakage of catheter due to a rupture on the part where is about 1cm to the implantation site, pt then had an operation to remove catheter and re-implantation in 12/2002".